Event description:
It was reported that during use of the bd phaseal¿ protector (p14) there was an issue with leakage at connection point with vial during drug withdrawal. The following information was provided by the initial reporter: "drug leakage from protector's connection point with vial during drug withdrawal."

Manufacturer narrative:
Investigation: two photo samples were provided to our quality engineer for investigation. Visual inspection showed drops of liquid around the neck of the vial and protector housing. Two retained samples were tested, visual inspection revealed no damage or defects and no leakage was observed. Product undergoes both visual and functional testing during manufacturing to ensure no defects and verify the product functions as intended. A device history was performed and found no no-conformances related to the reported issue during product of batch 1711003. It is important to verify the correct protector is used according to the size of the vial. Based on the available information, we are not able to determine a root cause at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ protector (p14) there was an issue with leakage at connection point with vial during drug withdrawal. The following information was provided by the initial reporter: "drug leakage from protector's connection point with vial during drug withdrawal."